Event description:
Customer reported that the unit has multiple error code messages including occlusion and 35v supply failed at start up. Customer also reported that on shut down the screen freezes. The customer reported there was no patient involvement.